Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and received three unsuccessful cavity integrity assessment (cia) tests. "She then performed a laparoscopy and noted a perforation in the upper cornua region". There was no other injury to the patient. The attempted novasure procedure was aborted. The physician cauterized the perforation and the patient is doing well. On (B)(6) 2014. It was reported the patient was admitted overnight for observation and discharged the following day. The patient is doing "fine now". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.(B)(4).